Event description:
It was reported that that the patient's unit had power port damage. As a result, the patient reported that the unit was not working and it lead them to be hospitalized. A replacement unit was sent to the patient and they have received it and it is working for them. Additional information was requested about the nature of the hospitalization, but the patient did not want to provide any answers.

Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on 16-mar-2026. The unit was returned with reported power port damage, which was confirmed upon inspection with the damaged power input. The power input shows signs of wear and tears on the gold pads. The internal 02 reading measured 93.5%, while the external 02 reading measured 89.2% but, data log indicated that sieve warning due to high psa-10. Muffler was filled with dust & high psa indicating column is contaminated with moisture. Those things contributed to the low oxygen level. Housing & uip replaced due to the cosmetic damaged.